Event description:
Event description guidant received information that difficulty was experienced when attempting to interrogate this implantable cardiac resynchronization therapy defibrillator (crt-d). Specifically, once the interrogation was 50% complete, the programmer would state that the wand should be removed. Once removed, rf telemetry would not commence. The device was electively not used, and a subsequent interrogation was completed using the wand during the entire process. Guidant received additional information that this device exhibited a monitoring voltage of 3.10 volts was still in the packaging, and as such, the device was not implanted.